Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled for a revision of their knee arthroplasty for an unknown reason.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received . No product was returned so visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history cannot be determined. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.